Event description:
It was reported that a 75 yo male patient, initial right shoulder implanted in (B)(6) 2023, underwent a revision procedure in (B)(6) 2025, approximately 1 year 6 months post the initial implant for glenoid baseplate loosening and suspicion of infection. All implants except the stem were removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. The hospital will not return them. No device images were able to be obtained. No further information.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 320-06-38 - glenosphere 38mm, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-02 - rs glenoid plate sup aug 10 deg, (B)(6) ,320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6) ,320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-38-00 - 145-deg pe 38mm hum liner +0.